Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Verification of failure mode reported was conducted in the current manufacturing process. The cuff from 100 samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Revision of d005116 rev 01 was performed and the failure mode is already included. No update required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect, and determine the root cause. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "tracheal cuff cannot be blocked". Alleged issue reported as occurring during use. Customer reported a new device was obtained for use. It was reported there was no harm or injury to the patient. Patient condition reported as "fine".